Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received which indicated the system was removed. No complications were noted during the procedure to remove the system.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31255. Related manufacturer reference number: 3006705815-2020-31258. It was reported the patients system is not providing effective therapy. Surgical intervention may be pending to address the issue.